Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Cement was injected into patient.

Event description:
Review of literature article found report of events with confidence vertebroplasty cement involving cement flow inside the venous plexuses yet no cement protrusion into the spinal canal or nerve root compression was found. Cement is reported to have leaked out of the vertebral body through upper and lower endplates. Literature title: ¿vertebroplasty: benefits are more than risks in selected and evidence-based informed patients. A retrospective study of 59 cases.¿, publication date: feb 2011 n=4: cement flow inside the venous plexuses the following mfg. Medwatch reports are being filed for the events involving cement flow inside the venus plexuses: 1526439-2014-12208, 1526439-2014-12209, 1526439-2014-12201, 1526439-2014-12211.